Manufacturer narrative:
The reported events of the helix would not extend/retract were confirmed. As received, a complete lead was returned in one piece with the helix partially extended. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported events was isolated to the helix clogged with dried blood/tissue.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Prior implant, the helix of the right ventricular (rv) lead would not extend nor retract. The rv lead was replaced to resolve the event. The patient was stable with no consequences.